Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for examination. Medical records and x-rays were reviewed. Reported pain event could not be confirmed via the review. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that the patient is still having pain approximately 13 months post implantation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: active articulation e1 hip bearing, catalog#: ep-200150, lot#: 115350. M2a-magnum pf cup, catalog#: us157850, lot#: 160820. Biolox delta option ceramic head, catalog#: 650-1055, lot #: 409140. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Revision operative notes stated; patient (B)(6). Heavier than when initial resurfacing was performed. There was moderate effusion in the joint with clean fluid which appeared normal. There was not a significant amount of metallosis surrounding the joint. The stem was removed. Patients bone was remarkably hard. There was good fingerbreadth down to the lesser trochanter. The bone was hard and provided a very solid fit. The final components were placed after trial. Patient had a ceramic head inside a large poly head which will articulate with previous acetabulum from resurfacing which fit well providing excellent stability. There was fibrous membrane between cement and bone, at least 2/3 of circumference was free all the way up, not quite to apex. Some areas were clearly attached to the cement, so it was not grossly loose, but there was significant amount of fibrous ingrowth inside the cement mantle; between that and the bone. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.